Manufacturer narrative:
Block h2 (additional information): block a1, block a2 (age at time of event), block a4, block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code, initial reporter email, and initial reporter fax) have been updated based on the additional information received on november 5, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned and only the handle was returned, and it had marks of the trip wire indicating that it was secured. In addition, the suture was returned with seven knots. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis on the returned component, the handle had marks of the trip wire indicating that it was secured, and the returned suture had seven knots. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle caused or contributed to the reported event; however, based on the limited information available and since the ligator housing was not returned fo analysis, the most probable root cause of the event could not be determined. Therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date. The speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the fourth band, the band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on november 5, 2024*** it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the fourth band, the band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
H2 (additional information): d4 (lot number, expiration date), h4 (device manufacture date) and h6 (device codes) have been updated based on the available information received on january 20, 2025. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the fourth band, the band was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 5, 2024: it was noted that no difficulty was experienced upon setting up the device.